Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the device change out due to normal eri, externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.